Manufacturer narrative:
It was reported that the balloon burst. The intended procedure was angioplasty of the right superficial femoral artery. The vessel had moderate calcification, mild tortuosity and a 99% stenosis. The lesion was wired without difficulty. An amiia balloon catheter was prepped and clinically used according to the instructions for use. The device was positioned at the lesion and inflated with an indeflator, however, the balloon ruptured at nominal pressure. No additional pt or procedural info is availabe. It is unk if any difficulty was experienced while crossing the lesion. The unit was returned for analysis. The balloon had a 1.3 cm axial tear from the proximal balloon seal to distal direction. Analysis revealed no anomalies that might have cause the balloon burst. In this case, it is possible that vessel/lesion characteristics contributed to the reported event. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The exact cause of the axial tear could not be determined. Re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations considering a definition for similar device. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the us, is similar to the us amiia pta dilatation catheters, and the reported event meets reportability criteria for a malfunction type of reportable event.

Event description:
During an angioplasty procedure of a lesion located in the right superficial femoral artery, this balloon ruptured at nominal pressure. The pt was a female. The vessel had moderate calcification, mild tortuousity and a 99% stenosis. The product was properly inspected, and prepped prior to use. There was no difficulty accessing the lesion with the guidewire or crossing the lesion with the balloon. When the balloon was placed at the lesion and inflated with an indeflator, the balloon ruptured at nominal pressure (8-10atms). The balloon was safely removed from the pt. There is no info as to how the procedure was completed. There was no reported injury to the pt.